Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated the device is not working and when she sneezes she urinates. Patient did not provide date of when this started. Patient stated the programmer doesn't seem to be working either. Patient stated she has to turn down when its set at 5v and knows it's not working, tried to increase and wasn't able to connect. Patient services walked patient through remote. Patient was able to increase while on the phone and will try at 3v and stated it seems to be working. Patient services reviewed appropriate batteries. Patient was seeing low battery icon on remote. Patient will go an purchase new batteries today and call back if needed. Troubleshooting resolved reported issue . There were no further complications reported regarding the event. Additional information received from the patient stated her device is still not working for her symptoms. Patient mentioned she called last month. See original call note for event details already reported. The patient repeated that she is still urinating on herself and she "can't hold it" and stated she is on program 1 at 2.5 and she has not changed the program since her previous call. The patient was instructed on how to change her program. The patient changed stimulation to program 2 at 0.6 and stated she can feel stimulation. It was recommended to patient to contact her hcp if the program change does not provide benefit. Additional information received from the patient. It was reported that the patient (pt) said they noticed something wasn't right last week, they started urinating too much, they've been peeing like crazy especially at night, they just put new batteries in but the programmer will beep then vibrate but it is not turning up stimulation. I tried to clarify what pt meant by vibrate but pt did not respond and the subject did not come up again. Worked with pt to use the programmer to synch with their ins and after several attempts pt was successful, they reported stim was off they were on program 2 at 1.3. Pt was successful to reduce stim, turn it back on and when they increased they reported feeling comfortable stim at 1.2, they wanted to leave it there. Pt said they had not taken the steps to turn stim off they don't know how it became turned off. Reviewed the reason their symptoms came back may have been related to stim off. Recommended pt monitor their symptoms now that stim is back on and continue to work closely with their doctor. Redirect to doctor if issue persists. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated the device is not working and when she sneezes she urinates. Patient did not provide date of when this started. Patient stated the programmer doesn't seem to be working either. Patient stated she has to turn down when its set at 5v and knows it's not working, tried to increase and wasn't able to connect. Patient services walked patient through remote. Patient was able to increase while on the phone and will try at 3v and stated it seems to be working. Patient services reviewed appropriate batteries. Patient was seeing low battery icon on remote. Patient will go an purchase new batteries today and call back if needed. Troubleshooting resolved reported issue . There were no further complications reported regarding the event. Additional information received from the patient stated her device is still not working for her symptoms. Patient mentioned she called last month. See original call note for event details already reported. The patient repeated that she is still urinating on herself and she "can't hold it" and stated she is on program 1 at 2.5 and she has not changed the program since her previous call. The patient was instructed on how to change her program. The patient changed stimulation to program 2 at 0.6 and stated she can feel stimulation. It was recommended to patient to contact her hcp if the program change does not provide benefit. Additional information received from the patient. It was reported that the patient (pt) said they noticed something wasn't right last week, they started urinating too much, they've been peeing like crazy especially at night, they just put new batteries in but the programmer will beep then vibrate but it is not turning up stimulation. I tried to clarify what pt meant by vibrate but pt did not respond and the subject did not come up again. Worked with pt to use the programmer to synch with their ins and after several attempts pt was successful, they reported stim was off they were on program 2 at 1.3. Pt was successful to reduce stim, turn it back on and when they increased they reported feeling comfortable stim at 1.2, they wanted to leave it there. Pt said they had not taken the steps to turn stim off they don't know how it became turned off. Reviewed the reason their symptoms came back may have been related to stim off. Recommended pt monitor their symptoms now that stim is back on and continue to work closely with their doctor. Redirect to doctor if issue persists. No further complications were reported at this time.